Event description:
When did it occur? : unknown hypodermic needle injury: no other treatment: no were the returned items used? : yes if they were used, was something attached to them? : interstitial fluid quantity returned: 1 (pen with the needle stuck in it, not the body) details of the event (timeline, history, etc.): needle after needle was broken off and left stuck in the pen. He did not notice the issue at the end of the procedure. It was only discovered the next time he used the pen. As a result, he discarded the main body and kept only the pen with the needle still attached. Blood sugar dropped, although it is unclear at what stage it occurred.

Manufacturer narrative:
Corrections made to sections d3 (country type & country) and h6 (type of investigation & investigation conclusions). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (type of investigation, investigation findings, and investigation conclusions). Investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue as broken non-patient end cannula. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.